Manufacturer narrative:
The customer re-uses patient sample ID numbers. The customer re-used a sample ID that had pending tests stored in the analyzer. The device labeling, located in the vitros 5,1 fs user documentation (vdocs) describes how to manage sample ID numbers that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. The root cause of this event is user error.

Event description:
A customer reported that results for a single patient sample obtained from a vitros 5,1 fs chemistry system were associated with the incorrect patient. The incorrect patient name was identified by the customer, and no discrepant results were reported to a clinician. There was no allegation of harm to patient as a result of this event. This report corresponds to ortho clinical diagnostics, inc complaint number (B)(4).